Manufacturer narrative:
(B)(4).

Event description:
It was reported pericardial effusion with tamponade was observed on the right ventricular lead. The patient was symptomatic with pain and dizziness. The right ventricular lead was repositioned and the left ventricular lead was replaced during the same procedure to address high capture thresholds. The patient condition was stable after the procedure.